Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The lot number of the cartridge was not provided. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.